Event description:
Patient had right expander implant placed. A few days post-op patient developed a seroma of the right side. Site was drained, swelling, pain, and erythema continued at the site. Patient was admitted and scheduled for the implant to be removed due to swelling and possible infection. Cultures were done and all were negative but the patient did have significant erythema and swelling clinically consistent with an infection. There was no harm to the patient. A few months later, the patient had another expander implanted with successful outcomes and switched to a silicone gel implant a few months later also with successful outcomes.